Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for an elective cardioversion procedure. Post procedure transesophageal echocardiogram (tee) imaging was performed. The imaging showed that there was a device related thrombus present on the closure device. The patient was started on eliquis in response to the event. There were no other complications that were reported to have occurred and the patient is doing well following this event.